Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Analysis of the device found damage to the transition tube in the catheter body.

Event description:
Information was received from a product return regarding a patient who was receiving 20.0 mg/ml dilaudid at 1.499 mg/day and 20.0 mg/ml bupivacaine at 1.499 mg/day via an implantable pump for malignant pain and bladder. The pump and catheter were explanted and returned with no allegation against them. No symptoms were reported and the event date was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.